Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary and bowel dysfunction it was reported that they usually could feel stimulation intermittently especially when they were laying in bed. Patient said they had not felt stimulation like they normally do and went to an appointment with their managing physician on (B)(6). Patient said that they usually check their stimulator about every 2 weeks and noted that they most recently increased stimulation on (B)(6). Patient said they told their doctor they don't feel stimulation and after a while the body gets used to it. The patient said that they had been sick for 3 weeks and had been doing a lot of coughing, which led to stress incontinence because they had really bad allergies. The patient said the doctor offered to change the setting in the office but the patient declined, saying that they were better now and everything was going well. Patient said they were still curious about why they didn't feel stimulation and said that last week they had slipped and fell on their left side but not their implant and had called their doctor's office to be seen in person. Patient said the doctor's office recommended that they call medtronic first to check the implant. Patient said they were worried because they couldn't connect with the implant. During call the patient was able to connect with the implant easily and patient saw that therapy was off. During call therapy was turned back on and patient felt stimulation in their bicycle seat. Patient adjusted stimulation. Patient didn't know how therapy got turned off. Agent educated patient on use of external equipment and patient therapy application.